Event description:
The following was reported as a maude event report (mw5041691): it was reported that a female patient had surgery on the left eye to remove a cataract. An intraocular lens was implanted and her vision from moments after surgery to the present was no better than before the surgery. Patient was told by two different ophthalmologists that nothing can be done. Patient will always have to wear glasses. Patient vision in the left eye is presently and forever 20/40. One of the physicians that consulted with the patient called the results of using this type of lens a ''vaseline'' vision. Patient complained that she cannot see well enough either close up for reading no distance and she now have the most expensive plastic sunglasses. Reportedly, the patient would have a secondary surgery shortly after using the same type/brand lens on the right eye, but patient has not had surgery to date. In follow-up, it was reported that the implantation of the intraocular lens was on (B)(6), 2014 in the left eye. Patient stated that she experienced blurry vision and it was very bright from the next day after the implantation. At the advice of her surgeon, she had a laser procedure done in (B)(6) 2014. The laser treatment did not help. Her vision is best described as vaseline vision. She had to purchase the most expensive sunglasses she could get because of the brightness she sees. She saw two different ophthalmologists who told her since she had the laser treatment already there is nothing more that can be done with the lens and she is not willing at this time to have it explanted and exchanged as she was told there is a 10-20% chance she will lose her vision entirely in that eye. Her right eye also has a cataract but she has not yet had a procedure done on it and when she does she will have a regular monofocal lens implanted. She is upset because the lens did not meet her expectations.

Manufacturer narrative:
(B)(4). The manufacturing record review was performed. The manufacturing process record for the production order was evaluated and indicated that the devices were manufactured within specifications. A review of the raw material/manufacturing procedures in change control system was done during the period when this production order was manufactured and did not show any change in the manufacturing method, inspections or specifications that could be related with this complaint type. Manufacturing record was reviewed and no deviation or assignable cause was identified when this production order was manufactured. The documentation shows that the production order was found to be within specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Explant date: not applicable; lens remains implanted at the time of submitting the MDR.all pertinent information available to abbott medical optics has been submitted. Placeholder.